Event description:
Healthcare professional reported "rupture", wound dehiscence, "pain" "extrusion", silicone exit" and inflammation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", wound dehiscence, "pain", "extrusion", silicone exit and inflammation.

Event description:
Healthcare professional reported "rupture", wound dehiscence, "pain" "extrusion", silicone exit" and inflammation. The device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported "rupture", wound dehiscence, "pain" "extrusion", silicone exit" and inflammation. The device has been explanted.